Manufacturer narrative:
The user reported going to the hospital for outpatient treatment and was diagnosed with arthroscopic meniscus issues. The event occurred on (B)(6) 2025. At the time of the call, the user reported feeling well. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported going to the hospital for outpatient treatment and was diagnosed with arthroscopic meniscus issues. The event occurred on (B)(6) 2025. At the time of the call, the user reported feeling well. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.